Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond sutures, involved contributed to the adverse events described in the article, specifically: transient intraocular pressure elevation, corneal erosion, infected buckle; surgical treatment required for the following: persistent hyphema, choroidal detachment and vitreous hemorrhage; epiretinal membrane, cystoid macular edema, exposed buckle? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used ethibond sutures?

Event description:
It was reported in a journal article that the patient underwent a combined vitrectomy with scleral buckling/sb procedure possibly between (B)(6) 2010 and (B)(6) 2012 and the suture was used for suturing the buckling element/encircling band to the sclera at muscle origin and posterior to muscle origin. Following the procedure, within three months, the patient experienced mild early complications with no surgical treatment required such as transient intraocular pressure elevation, corneal erosion and/or infected buckle. It was possible that the patient experienced severe early complications with surgical treatment required such as persistent hyphema, choroidal detachment and/or vitreous hemorrhage. It was also possible that the patient experienced mild late complications with no surgical treatment required such as epiretinal membrane and/or cystoid macular edema. It was also reported that the patient experienced possibly severe late complications with required surgical treatment for vitreous hemorrhage, severe epiretinal membrane and/or exposed buckle. Additional information has been requested.